Manufacturer narrative:
No product will be returned per customer. The customer complaint of a ballooned pump segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a generalized complaint of ballooned pump tubing segments that sometimes rupture and leak. There is no report of a specific patient event or any patient harm.